Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The controller event log file contained approximately 18 hours of data (14jun2023 at 17:43:30 ¿ 15jun2023 at 11:37:02 per the timestamp). No external power, power cable disconnect and low voltage hazard alarms were observed on (B)(6) 2023 from 6:29:17 to 6:30:07 due to a loss of ac power while connected to the mobile power unit (mpu); the alarm resolved when ac power was restored. The system controller backup battery supplied power to the system and pump operation was not affected during the loss of external power. It was reported that no further information regarding the status of the mpu (serial number: (B)(6) or the cause of the reported event could be provided as no documentation was available. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the mobile power unit, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on (B)(6) 2022. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect, low voltage hazard and backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review captured no external power events on (B)(6) 2023 caused by power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.